Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the tandem t: slim x2 insulin pump showed readings of 88 and 124 mg/dl. However, the blood glucose (bg) was not checked. The patient was unable or unwilling to confirm if the pump was in modified closed loop mode. She experienced severe symptoms including vomiting, inability to walk, and loss of consciousness. Her son called 911, and upon arrival at the emergency department (ed), her bg was found to be 900 mg/dl, indicating diabetic ketoacidosis (dka). She was treated in the intensive care unit (ICU) with unspecified medications. The patient was discharged on (B)(6) 2025, and reported doing well during a follow-up call on (B)(6) 2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.